Event description:
Needle breakage [device induced injury] case description: a pharmacist reported that a pt, who was using a novofine 30 (g) needle, experienced that the needle broke off in the arm. The needle still remains in the pt's arm. Reportedly, the pt did not experience an "adverse effect". The pt was hospitalized at the time of the event. Outcome of the event is unk. Further info has been requested. Latest follow-up info received in 2004: since the last submission of this case the following has been updated: analysis result.

Event description:
A pharmacist reported that a pt, who was using a novofine 30(g) needle, experienced that the needle broke off in the arm. The needle still remains in the pt's arm. Reportedly, the pt did not experience an "adverse effect." The pt was hospitalized at the time of the event. Outcome of the event is unk.